Event description:
Rising pacing impedance, intermittent loss of capture, noisy egms, and drooping svc and hvb impedances, and oversensing were reported. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedances were generally stable with some decrease in values. The lifetime ventricular sensing integrity counter is 2277 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system.